Manufacturer narrative:
Correction information. B4: date of this report. G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information. D4:unique identifier (UDI). H4:device manufacture date. Evaluation summary: the pentax engineer checked with hospital staff. The device was used for examination. No harm was caused to the patient. The examination was completed with other device. The fuse was burnt because of excessive fluctuations in voltage and current. The risk was caused by environmental factors, it had nothing to do with the quality of pentax product . After the hospital equipment section replaced the fuse, the problem was solved and the device returned to normal use. Reminded the hospital that they can buy a regulator to stabilize the voltage, to ensure daily normal use. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical yamagata on 28-jul-2016 under normal conditions. The endoscope was reworked for malfunction of aperture including g-board replacement and passed required inspections, and was released accordingly. Also, there were no concessions and the dates of approval for shipment and actual date shipped were confirmed for 28-jul-2016. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
This device is not distributed in us so that 510k is blank. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
When ready to use the device, the processor was failed to open and could not be used, which delayed treatment. The user stopped using it and used a backup processor to completed the examination. This event occurred at the time of before use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.